Event description:
Home patient (hp) contacted baxter's technical service center (tcs) regarding a system error 2240 message that appeared on the display of the homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp was not connected at the time of the alarm. After receiving the alarm, hp connected their transfer set to the patient line of the homechoice set in an attempt to clear the system error message. Tsc assisted hp in ending therapy early and advised hp to start over with new supplies to complete their apd therapy. Per rn, no patient injury or medical intervention was associated with this incident.